Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were cutting the closure of the gastric tissue in a laparoscopy subtotal gastrectomy, the device was unable to fire. They noted that they were able to press the green button but they could not squeeze the handle. The grip would not move forward causing the device not to fire. They used another device to complete the case. There was no patient injury.